Event description:
The following was reported to hamilton medical ag: "the device changed ventilation mode on (B)(6) 2025 at 04:05:49 after the message "sensor failure" and several "external flow sensor failed". No health consequences or harm.

Manufacturer narrative:
Hamilton medical ag reference nr is: (B)(4).

Manufacturer narrative:
Investigation outcome: it was reported: "the device changed ventilation mode on 05.03.2025 at 04:05:49 after the message "sensor failure" and several "external flow sensor failed". However, the complaint description provided do not fully match the entries of the log files. According to the log files, the device was powered on with ventilation software on 03.02.2025 at 10:57:56. After 35 days of continuous operation, on 05.03.2025 at 03:42:47, the device switched to ambient state and recorded technical failure 446016 (breathdatacalc), technical failure 485001 (tfaagl_ambientfailuredetected), and technical failure 446029 (tfalls_ambientfailuredetected). Before this point, from 01:57:35 until 03:10:32) the logfile shows multiple repeated alarms including external flow sensor failed messages, check flow sensor tubing messages, sensor failure mode ventilation initiated events, and rapid switching between pcv+ and asv modes. The final entry in the log is from 05.03.2025 at 03:43:49, when the system powered off the ventilation software. It is unknown why no action was taken prior to the ambient state of the device, when several alarms occurred. Additional information was received at a later point from the customer concerning the event: "I got the information from my colleagues: they were in the next room, and the c1 emitted a tone sequence they didn't recognize. A short time later, when they returned to the room, the c1 was completely off. They restarted the device, and all the settings were gone. They then restarted it again and re-entered everything. A little later, the patient coughed violently again, and they observed that the c1 switched from the asv to the pcv+. They then tried switching back to the asv. " hamilton medical ag has tried to get more clarification about the event from the customer. No clear information was provided. We have been informed that the esm board was replaced by the technician on site following the described event. After replacing the esm board, the issue was resolved. However, we cannot confirm that the esm board was the firm root cause. This case is considered as closed.